Event description:
Alere determine (B)(6) ag/ab combo is an in vitro, visually read, qualitative immunoassay for the simultaneous detection of (B)(6) p24 antigen (ag), and antibodies (ab) to (B)(6) in human serum, plasma, capillary (fingerstick) whole blood or venipuncture (venous) whole blood. Due to (B)(6) result obtained with the determine combo test the ob patient underwent a c-section after which she was not allowed to brest feed her child. There were no reported complications due to the c-section. Confirmatory testing was performed after the c-section by external laboratory and the result was (B)(6). Based solely on determine combo, the ob patient was treated in accordance with a (B)(6) diagnosis including an emergent c-section not previously planned, and prophylaxis medications for both her and the newborn after delivery.